Manufacturer narrative:
Not enough information has been provided to make a determination of whether the surgiwrap is the cause of the increased uptake on the pet scan.

Event description:
Pet scan showed hypermetabolic lesion (uptake in pet). False positive pet can result due to the device.